Event description:
Device issue: none. Adverse event (ae): in-stent restenosis. Onset of ae: approx 10 months after stent implantation. It was reported via trial, that approx 10 months post a proximal circumflex stenting procedure in a heavily calcified lesion and a severely tortuous vessel with a xience v stent, the pt experienced angina. The pt was taken to the catheter lab and was found to have in-stent restenosis. Percutaneous coronary intervention was performed. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.